Manufacturer narrative:
Initial reporter: updated. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the footswtich failed to halt radio frequency (rf) delivery. Approximately 48 minutes into an ablation therapy procedure, the footswitch of the maestro 4000 stuck and failed to stop therapy upon foot release from the physician. After additional press on the foot pedal, therapy successfully stopped. The maestro generator was power-cycled and no further complications were reported. There was no harm to the patient. The procedure was completed with the same device. It was further reported that it was a pulmonary vein isolation procedure being performed. It was also clarified that when stepping on the ablation pedal after ablation remained on, ablation therapy still did not terminate. Therapy was terminated by depressing the ablation button on the generator itself.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the footswtich failed to halt radio frequency (rf) delivery. Approximately 48 minutes into an ablation therapy procedure, the footswitch of the maestro 4000 stuck and failed to stop therapy upon foot release from the physician. After additional press on the foot pedal, therapy successfully stopped. The maestro generator was power-cycled and no further complications were reported. There was no harm to the patient. The procedure was completed with the same device.